Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by (B)(6) on (B)(6) 2016. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device did not reveal any anomalies. Interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported the device is subject to the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. The device was explanted prophylactically with no report of device malfunction. The patient was in stable condition.